Event description:
It was reported that a progav 2.0 with shuntassistant (#fx413t) was implanted during a surgical procedure. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some bloody particles were flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found. Results: based on our investigation results, we can determine adjustment difficulties. In the shuntassistant were also organic deposits determined. The deposits had no effect to the technical properties at the time of the investigation. The determined deposits can be named as the cause for the functional deviation . Organic matter the cerebrospinal fluid led the function temporarily and are known side effects in hydrocephalus therapy. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.